Event description:
Patient additionally reported double capsule. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: no observed, rupture on the device. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Double capsule: unable to observe, since it is a medical event. And is not related to the device. Seroma: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported, a right side rupture. Healthcare professional also reported, "seroma". Device status unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional also reported "seroma."

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device status unknown.